Event description:
I-flow received a report stating, pt experienced dizziness and light headedness 12-14 hours after the infusion began. Infusion began (B)(6) 2010 and was discontinued (B)(6) 2010 at 8:41 pm. Flow rate was 8 ml/ hour. Symptoms were initially reported to anesthesia and the pump was discontinued with an unk amount of medication remaining in the pump. Symptoms dissipated after the pump was discontinued. Procedure was at approx 3 pm on (B)(6) 2010. Pump was filled with 400 ml, medication ropivacaine 0.25% set at a rate of 8 ml/hour. I-flow has no independent knowledge of the event reported but is relaying the info that was provided by the user facility where the incident occurred. (B)(4).

Manufacturer narrative:
The device history record was reviewed for the lot and all manufacturing operations were found to be within specifications. Sample was not returned for evaluation.